Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia, with one episode reaching a blood glucose of approximately 40 mg/dl, which was treated with fast-acting carbohydrates and resulted in difficulty sleeping through the night. Symptoms included low blood glucose and associated effects consistent with hypoglycemia. Outcomes included urgent low glucose alerts and related low-glucose notifications. Investigation included troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.